Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic cystic cervicitis.

Event description:
It was reported that following insertion the patient experienced chronic cystic cervicitis.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence, irregular menses, pelvic pain and dyspareunia.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. And other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): pressure occurred. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It is reported that the patient underwent sling implantation concurrently with a hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.